Event description:
Caller reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by tandem technical support to perform a system check and a blockage in the cartridge was identified as the cause of the occlusion. Customer changed supplies as necessary and resumed insulin therapy.